Manufacturer narrative:
Product analysis: the product remains implanted therefore no product analysis can be completed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) indicated complete heart block (chb). No treatment was required and heart rate improved. Approximately six months after implant, an electrocardiogram (ECG) indicated left bundle branch block (lbbb) and bradycardia. Subsequently, seven months and nineteen days after valve implant, a permanent pacemaker was implanted. It was unknown whether the lbbb and bradycardia were related to the valve implant. No additional adverse patient effects were reported.